Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer was assisted with flashing/white/blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that insulin pump was blinking and had a white screen. The customer also stated that they were calling back after letting the insulin pump rest and also calling back regarding a blank display after receiving a new battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.